Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was not working, it did not align with the cursor on the touch screen. A 25-"points" calibration was performed and this resolved the issue, however the bezel assembly was replaced as a preventive measure and the stylus was then calibrated to the new touch screen. Analysis additionally noted that the media bay door was bent and it was therefore replaced. (B)(4).

Event description:
It was reported that the programmer stylus was not working. The programmer was returned for repair. No patient complications have been reported as a result of this event.